Manufacturer narrative:
The device is not available for investigation. Hence the reported complaint of a leak could not be confirmed. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information: b3, b5, d9.

Event description:
Additional information received from the customer stating etoposide leaked from blue side port by registered nurse while infusing to patient.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike with clave¿ additive port that reportedly led to (unspecified) chemotherapy spillage. There was no human harm reported.